Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. H6- investigation type 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced elevated iop and pigment dispersion. The lens was explanted and the problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
H11 manufacturer narrative - toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. Claim# (B)(4).

Event description:
A health care professional reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced toxic anterior segment syndrome (tass), and elevated iop. The lens was later explanted and the problem resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H4 - device manufacture date: 27-jul-2018. Claim #: (B)(4).